Event description:
As per case study by lax perez, et al., rev esp cir ortop traumatol. 2012 jan-feb;56(1):54-8, "femoral superficial vein thrombosis due to a large iliopsoas bursitis secondary to polyethylene wear debris in total hip arthroplasty": a male patient, (B)(6), was implanted with a perfecta stem (probably a ps), 28mm cocr femoral head, a wmt finned acetabular cup, and a duramer poly acetabular liner in his left hip. Seven years post-op the patient began experiencing pain and loss of rom. A tissue reaction due to poly wear had formed and was compressing the femoral vein, which then caused a venous thrombosis and then a pulmonary thromboembolism. The patient underwent revision, where the liner and head were replaced. The stem and cup were well fixed and were not replaced.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02555.